Event description:
It was reported that there was a pause on telemetry when interrogating this pacemaker system. It was noted that the patient felt symptomatic. Technical services (ts) analyzed the presenting electrogram (egm) and found possible right atrial (ra) lead loss of capture (loc). Reprogramming was recommended. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.